Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was placed on the left bundle branch area pacing. Which resulted in non-capture and elevated threshold measurements. Sensing and impedance measurements remained stable. A revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned intact to boston scientific's post market quality assurance laboratory. The visual examination also noted that the helix mechanism was in a retracted position. Dried blood was noted around the helix. Subsequent testing performed, did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was placed on the left bundle branch area pacing. Which resulted in non-capture and elevated threshold measurements. Sensing and impedance measurements remained stable. A revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.